Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to test several times and being unable to obtain his blood glucose level due to his adc meter turning off after blood sample is applied. Customer further reported that on his last attempt he received a reading of 250 mg/dl on his adc meter which was higher that he felt. Customer noted he self-administered 4 units of insulin, based upon this reading, and later experienced "dizziness", with a subsequent loss of consciousness that resulted in a fall while in class at school. Customer sustained multiple bruises as a result of the fall. It was further reported that a reading of 22 mg/dl (or 25 mg/dl) was obtained at the time customer had the loss of consciousness which was reportedly lower than he felt. Paramedics were called and treated customer with an unspecified intravenous solution. It is unknown if the reading of 22 mg/dl was obtained on the paramedics meter or the adc meter. Customer was transported to a local health care facility, however, no treatment was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter did not power-on with button depression. The plastic strip port connector was found partially melted and obstructed entry of a glucose test strip. The meter download was unsuccessful as the meter failed to communicate when attached to the computer. The meter was de-cased and found to have visible burn marks on the printed circuit board assembly, the liquid crystal display plastic holder, and the meter bottom plastic housing. Further investigation was performed. The visible burn marks and damages seen were consistent with a sudden electrical power surge being applied to the meter. The observed damages are likely to be caused by an external power voltage surge and not by the internal coin-cell battery (B)(4). The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigation is in progress. A device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4), indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. An additional follow-up report will be submitted once the investigation is completed.